Event description:
Caller reported that after completing the cartridge change process and the fill tubing step, the system redundantly prompted a return to the cartridge change process. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the caller restarted the cartridge change and fill tubing step, after which the issue was resolved, and insulin delivery successfully resumed. No additional assistance was needed, and the customer was advised to contact technical support for live troubleshooting if the issue reoccurs.